Event description:
Cause: fwb a 2 year old non-union. Fracture repair and healing is always unique to the pt and the fracture. Guidance on best practice for sign nailing surgery is included in the sign technique manual; however no one can predict a non-union or a failure. Therefore, no corrective action is indicated or would help prevent this type of situation from happening again. No indication of product defect.